Event description:
A customer in ireland notified biomérieux of a false negative cefoxitin screen (oxsf) for a staphylococcus aureus isolate in association with the vitek® 2 ast-p635 test kit (ref. 416911, lot 7351006203). The customer stated the ast-p635 card obtained results of cefoxitin screen negative and oxacillin mic of 1 mg/l (susceptible). Cefoxitin disc was resistant (zone size= 15mm) and phenotypic meca test was positive. The isolate was referred to the national mrsa reference laboratory in dublin where it was confirmed by pcr that the isolate was meca positive with sensitive oxacillin mic of 1.0mg/l. The customer stated the strain is available for submission to biomérieux. There is no indication or report from the laboratory or treating physician that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
This report was initially submitted following notification from a customer in (B)(6) regarding a false negative cefoxitin screen (oxsf) for a staphylococcus aureus isolate in association with the vitek® 2 ast-p635 test kit (ref. 416911, lot 7351006203). Biomérieux internal investigation was conducted using the patient isolate submitted by the customer. Organism identification to staphylococcus aureus was confirmed via vitek 2 gp ID test kit (ref. 21342, lot 2420864203). Ast testing included reference methods in addition to vitek ast-p635 testing (customer lot and random lot). Reference methods: - pcr meca/mecc was performed to check the presence of (B)(6) strain: the result was pcr meca (B)(6). - agar dilution (ad), the reference method used for oxacillin (ox) development (formulation ox101n) on ast-p635: result of ox mic = 0.25 mg/l susceptible. - kirby-bauer cefoxitin (fox kb), the reference method used for cefoxitin screen test with clsi diameters breakpoints used in development [>= 22 mm s ; <= 21 mm r] : zone diameter = 18.5 mm resistant. Vitek 2 method: - ast-p635 (customer lot 7351006203): ox mic = 1 mg/l susceptible and oxsf negative test results were obtained, with "acquired penicillinase or modification of pbp (meca)" phenotype. This ox value does not correlate to the reference ad mic. The negative oxsf test does not correlate with the disc diffusion results (fox kb resistant). - ast-p635 (random lot 7350907203): ox mic = 0.5 mg/l susceptible corrected to resistant and oxsf positive test results were obtained, with "modification of pbp (meca)" phenotype. This ox value is within essential agreement compared to the reference ad mic without any category error. The positive oxsf test is correlated with the disc diffusion results (fox kb resistant). Conclusion : - the false negative oxsf test is reproduced by the investigation in one of two cases. - the growth study of the strain shows late and atypical growth in the oxsf wells which explain the negative oxsf test results. The strain will be added to r&d's stock collection. Vitek 2 ast-p635, lot 7351006203 met final qc release criteria. This lot passed qc performance testing.